Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v128376, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that a patient received a patient programmer replacement the day prior to the report. Upon synching the programmer with the implantable neurostimulator (ins), the patient saw the ¿call your doctor¿ icon and a power on reset (por) condition. She was unable to adjust stimulation. The patient had recently gone to the airport. She was waiting for her healthcare professional to call her back for an appointment. No symptoms were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.